Event description:
This report was received by baxter global pharmacovigilance (gpv) and is a report from a consumer with supplemental information by a nurse in the USA of constipation and peritonitis with culture (B)(6) in a patient coincident with dianeal ambuflex (dianeal low calcium) therapy. On an unreported date, the patient began treatment with dianeal ambuflex (dianeal low calcium) therapy (dose, frequency, and lot number not reported) intraperitoneally (ip) for peritoneal dialysis (pd). At the time of the report, dianeal therapy was reported to be ongoing. During a call with baxter customer service, the following was reported. On an unreported date, the patient was constipated. On (B)(6) 2012, the patient experienced peritonitis and was hospitalized on the same day for the event. The cause of the peritonitis was unknown, however, the peritoneal dialysis nurse (pdn) reported the patient had a possible touch contamination (details not provided). As reported, the patient was treated with unspecified medication but had pain (unspecified). On (B)(6) 2012, the patient was discharged from the hospital. It was unknown if the patient had recovered from the constipation. At the time of this report, the patient was recovering from the peritonitis. Concomitant medication was not reported. An opinion of causality was not reported for the event of constipation. The pdn stated the event of peritonitis was unrelated to dianeal therapy.

Manufacturer narrative:
(B)(4). This complaint is for a report of a use error - breach in aseptic technique and peritonitis. The complaint is confirmed because, the nurse reported a break in aseptic technique by patient described as a touch contamination. No assignable cause was determined. A labeling review was performed which found the labeling adequate for the use error in this complaint. The labeling review confirmed, instructions relevant to the complaint are documented in the product labeling and are easily accessible to the user. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. A 510k number will not be provided in the MDR as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. A sample was not requested because the event involved use error and there was no allegation against the device. Should additional information become available, a follow-up will be submitted.